Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer had been experiencing high blood glucose. The insulin pump was not giving them a no delivery alarm. They would know they were high from the meter or when they start feeling symptoms of high blood glucose. The customer felt that the issues had to do with removing the set while in the shower. The customer noticed that after she reconnects and treats her blood glucose, instead of going back to normal they would start to go up. The customer had treated 8-9 times with the insulin pump but their blood glucose still would not go down until they treated with a manual syringe and an infusion set change. The customer¿s blood glucose level at the time of the incident was 500 mg/dl. The customer¿s current blood glucose level was 278 mg/dl. The customer stated they will call back to troubleshoot when it was time to remove the set from their body. The customer did not want to disconnect from the insulin pump during the call because their blood glucose levels were normal. The device will not be returned for analysis.